Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure the blade did not work properly. It was not possible to morcellate the tissue. A new device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.